Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer cleared the alarm and insulin delivery was resumed. The customers blood glucose level was not impacted. The customer last interacted with the pump 12 hours prior to the alarm.

Manufacturer narrative:
The t:slim pump user guides states: " you can adjust the auto-off alarm setting (the default values is pre-set to 12 hrs, but it can be set anywhere from 5 to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.